Event description:
As reported per ansm report (r2604195): as report, the patient underwent implant of two 3dmax mesh (left and right) devices on (B)(6) 2021, during the repair of bilateral inguinal hernias. Date of event - 12-jun-2021 description of the incident: pain in the lower abdomen and thighs. Comments: MRI (B)(6) 2021: small fluid pocket around the prostheses. Patient's current condition : unbearable pain 24 hours a day. Difficulty walking, sleeping. Actions taken in the hospital to manage the patient: nr this report represents 3dmax mesh right.

Manufacturer narrative:
As alleged, the patient experienced pain, difficulty in walking/sleeping and a small pocket of fluid was noted on the MRI scan post implant of 3dmax mesh. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. The adverse reaction section of the instructions-for-use (IFU), supplied with the device identifies pain and seroma as possible complications. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only complaint for the reported lot of 1,274 units released for distribution. This emdr represents the 3dmax mesh right. An additional emdr was submitted to represent the 3dmax mesh left. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.